Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etcf2828c49ej, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 76x68mm abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure follow up CT identified aneurysm enlargement form 70x79mm with an endoleak present. An angiogram confirmed a type ia endoeak. An endurant aortic cuff was implanted and ballooning performed however the endoleak persisted. A second endurant aortic cuff was implanted at the same position. No obvious type ia endoleak was confirmed however a type ii endoleak was confirmed and the physician elected to end the procedure. Per the physician the cause of the event may have been related to the implantation of the endograft during the index procedure and commented at the time of implantation, the main body was implanted downward. It was considered that the diameter of the aneurysm increased for some reason and the type ia endoleak was induced and the implantation of an aortic cuff during the index procedure may have prevented the aneurysm enlargement and type ia endoleak. No additional clinical sequelae were reported, and the patient is fine.